Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced low blood glucose level of 43 mg/dl. It was unknown how the customer treated. The customer also mentioned the sensor alerted sensor end. Customer was assisted with disconnecting and reconnecting the sensor. The customer declined troubleshooting for low blood glucose. The product will not be returned for analysis.